Event description:
The pt experienced shocking/jolting sensations following exposure to theft detectors at several stores. The device was on during the exposures. The pt visited a different physician and it was noted that everything was taken care of. No further info is known.